Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test ple60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during an unknown procedure the device could not fire at the second stroke of the third firing with the blue reload. Two blue reloads were used before this event. 1/3 cut line was deployed but the deployed staples were unformed. Changed to a new blue reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.